Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a calibration error alert, a bad sensor alert, and a high blood glucose level of 400 mg/dl. The customer treated with the insulin pump. The customer was unable to troubleshoot since the event was so long ago. The customer was advised to call back if problems persisted.